Event description:
It was reported that a patient presented in-clinic. Prior examination of the patient's right ventricular (rv) lead revealed high capture thresholds and high impedance. It was not specified if the high impedance was indicated as pacing or defibrillation impedance. The rv lead was explanted and replaced on (B)(6) 2022. During the removal process, the rv lead helix was found to be unable to extend after being retracted. The patient was stable throughout.

Manufacturer narrative:
The reported events were for high lead impedance, high capture threshold, and a helix mechanism issue. The reported event for a helix mechanism issue was confirmed. As received, a complete lead was returned in one piece. Unable to perform the helix mechanism test due to a damaged helix as received. The cause of the helix mechanism issue was due to procedural damage to the helix. The reported event of high lead impedance and high capture threshold were not confirmed. Electrical and x-ray testing did not find any indication of conductor fractures or internal shorts. The pacing impedance test was high due to the inability to extend the helix, due to procedure damage.